Manufacturer narrative:
A tear in the unexposed portion of the cannula resulted in fluid leaking externally from the fluid path due to the tear being located at the environmental seal. No corrosion or fluid was observed on any internal components. It is unknown if the tear in the soft cannula contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
This complaint was originally reported for fluid/insulin-leaking during wear and the patient's blood glucose level reaching above 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula.